Manufacturer narrative:
(B)(4). Batch # r5905f device analysis: . The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 56 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number r5905f, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a open colostomy closure, the doctor connected the two sides (anvil halves) of the linear cutter and was in the correct position to fire to perform the cut and staple on the colon tissue. As he started moving the firing knob it got stuck and broke off during mid surgery. This happened on the second reload. The doctor had to use sutures to close the gap made by the incomplete staple line and use force to remove the device off the tissue as it was jammed and not wanting to release the anvil halves. Additional information was provided that pieces of the firing knob did fall into the patient, but were retrieved. Some were discarded, but some should be returned with the device. The current patient status is unknown. There were no patient consequences or changes in the post-operative care of the patient reported.